Manufacturer narrative:
D.9 updated as the pump was returned for investigation. The investigation low pump flow has been completed. The impella cp pump was visually inspected. No cannula kink/no biomaterial was observed. Broken blades were found in the impeller. The root cause of low pump flow issue was a damaged impeller due to the interaction with other devices. A.5 ethnicity should have been left blank on the initial manufacturer device report number as it is unknown. B.7 revised as information was inadvertently omitted from the initial manufacturer device report number. D.4 revised model number from the initial submission of initial manufacturer device report number in accordance with updated procedures. D.4 serial number was revised as it was previously entered incorrectly on the initial submission of initial manufacturer device report number. F.6 and f.8 dates were reported on manufacturer device report number and should not have been. G.1 revised manufacturing site name and address section as previously entered incorrectly on the initial submission of initial manufacturer device report number. G.2 foreign was inadvertently selected on the initial submission of initial manufacturer device report number. H.6 codes 2199 and 2954 were entered incorrectly on the initial manufacturer device report number. A new code was added to the health effect - impact codes.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 52-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an implanted impella cp pump began to experience persistent suction alarms during support. Troubleshooting was attempted, but the pump was unable to obtain flows above .2 lpm. As a result of the noted issue, the decision was made to remove the pump. There was no patient harm.